Event description:
According to the literature performed from 2017 to 2019, the aim of the study was to report the technical nuances developed by two senior skull base surgeons for retrosigmoid craniectomy with reconstruction and provide anatomic dissections, surgical video, and outcomes. Dissections of the relevant soft tissue, vascular, and bony structures were performed. Complications in 40 cases include: wound infection. Intervention includes required wound washout. Article: retrosigmoid craniectomy with a layered soft tissue dissection and hydroxyapatite reconstruction: technical note, surgical video, regional anatomy, and outcomes author: stephen magill date: 2021 publication: georg thieme verlag kg.

Manufacturer narrative:
Title: retrosigmoid craniectomy with a layered soft tissue dissection and hydroxyapatite reconstruction: technical note, surgical video, regional anatomy, and outcomes source: journal of neurological surgery¿part b vol. 83 no. B2/2022 accepted after revision: september 3, 2020. If information is provided in the future, a supplemental report will be issued.